Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 0.3 ml 31ga 6 mm whole unit 10bag. The following information was provided by the initial reporter, "hello, item arrived damaged with a chemical substance on the outside of the box that seeped through damaging the contents inside. Upon opening the package the chemical substance burnt the superficial layer of an employee's hand. Customer disposition request: replacement. Per e-mail attached : lot 9028788, no medical intervention, date of incident (B)(6) 2019. I am concerned that shipping the package would be hazardous due to the substance found on the package. After less than 30 seconds of opening the package I noticed my hand tingling. Immediately I put it under cool water and cleansed it, and noticed it had started peeling the top layers of the skin. We have a doctor on premises and he took a look at my hand agreed that people should not touch it and to handle it with gloves. I immediately contacted medline but it was after normal business hours for them and they asked call back the following day. I sent an email that night and called back and they said to put the package aside and wait."

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons of 3/10cc, 6mm, 31g syringes. Customer states that the product arrived damaged with a chemical substance on the outside of the box that seeped through damaging the contents inside and upon opening the package the chemical substance burnt the superficial layer of an employee's hand. The attached photos were examined and exhibited material on the outer surface of the shipping carton as well as on the shelf carton. See attached photos. It is difficult to determine the identity of this material solely from the attached photos. A review of the device history record was completed for batch #9028788. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification(B)(4) noted for cracked barrels. Process summary: the equipment erects cartons and then are carried on a conveyor to an associate to place the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. Sensors are in place to inspect for open cartons. Any that are found are run off into a reject bin. Correct cartons are transferred to the casepack where 5 cartons are pushed into a wraparound case. This case is then glued and continues on to be labelled and palletized. There were no quality notifications or log book entries that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing that pertained to these defects. Root causes cannot be determined. H3 other text : see h.10

Event description:
It was reported that foreign matter occurred before use with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "hello, item arrived damaged with a chemical substance on the outside of the box that seeped through damaging the contents inside. Upon opening the package the chemical substance burnt the superficial layer of an employee's hand. Customer disposition request: replacement per e-mail attached : 1. Lot 9028788 2. No medical intervention 3. Date of incident (B)(6)2019 I am concerned that shipping the package would be hazardous due to the substance found on the package. After less than 30 seconds of opening the package I noticed my hand tingling. Immediately I put it under cool water and cleansed it, and noticed it had started peeling the top layers of the skin. We have a doctor on premises and he took a look at my hand agreed that people should not touch it and to handle it with gloves. I immediately contacted medline but it was after normal business hours for them and they asked call back the following day. I sent an email that night and called back and they said to put the package aside and wait."